Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to low blood glucose on (B)(6) 2012. The caller stated that she was coming from the store and felt shaking. Then she started twitching and then she fell. The blood glucose reading at the time was 34mg/dl. Troubleshooting was performed. The programming on the device was correct. The reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned having seizures and not be able to control it. The device was exposed to an x-ray machine. Then the customer stated that on (B)(6) 2012, she was hospitalized again and her blood glucose was unknown. The caller stated that by the time she got to the hospital, she was rebounding and when she was released her blood glucose was in the 300mg/dl range. She also stated that the paramedics were called several times and treated her blood glucose with glucagon. She also mentioned being hospitalized several times in the past year. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.